Event description:
The customer reported that when trying to get vitals on a patient, the unit turned off and that the inop message of "power supply failure" showed on the screen.

Manufacturer narrative:
A philips field service engineer went to the customer site and verified the failure. The customer inadvertently was using known failed batteries. We will consider this failure a malfunction of the batteries.